Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a chip in the adhesive around the light guide lens, a chip in the adhesive around the objective lens, foreign objects in the server plug in (z block), and foreign material at the forceps elevator. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the chipped adhesive around the light guide lens and the chipped adhesive around the objective lens was traced to a component failure. However, the most probable cause of the foreign objects in the server plug in (z block) and the foreign material at the forceps elevator could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.